Manufacturer narrative:
The returned device was evaluated and the download data showed an 0x3d hazard alarm generated, indicating that the step sensors got shorted before the wire being driven and the pod got deactivated thus stopping the insulin delivery. No cracks or punctures were observed on the top and bottom housing. Internal corrosion was noted on the pcb, that led to the reported hazard alarm generation. Damage was observed to the nailhead opening of the soft cannula which allowed fluid to leak out the back of the nailhead, resulting in fluid leaking inside the device which caused the 0x3d alarm. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level reached 19 mmol/l (342 mg/dl) and that the pod had to be removed due to an hazard alarm. The pod was worn between 5 and 24 hours on the arm. Hyperglycemia treated with a new pod.